Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Updated postal code (B)(6). A review of the instrument service history revealed no contributing factors to the current complaint. A review of instrument service history on serial number (B)(4), revealed one additional occurrences of discrepant results reported. A review of the (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue. The alinity c ict package insert also provides information for sample handling to ensure consistency in the results. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c analyzer, serial number (B)(4).

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for one patient. The results provided were: sid (B)(6) initial=108 mmol/l /repeated =140 mmol/l, and 141 mmol/l. There was no reported impact to patient management.